Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2022, a 30-25mm amplatzer talisman patent foramen ovale (pfo) occluder was selected for procedure. It was noted that during procedure the amplatzer talisman pfo occluder exhibited a deformation when being deployed. The decision was made to replace the 30-25mm amplatzer talisman pfo occluder with another one of the same size to complete the procedure. There were no adverse patient consequences reported.

Event description:
It was reported that on (B)(6) 2022, a 30-25mm amplatzer talisman patent foramen ovale (pfo) occluder was selected for procedure. It was noted that during procedure the amplatzer talisman pfo occluder exhibited a deformation when being deployed. The decision was made to replace the 30-25mm amplatzer talisman pfo occluder with another one of the same size to complete the procedure. There were no adverse patient consequences reported. Subsequent to the previously filed report, additional information was received that a 9f amplatzer talisman delivery sheath was used at the time the deformed 30-25mm amplatzer talisman patent foramen ovale (pfo) occluder. There was no angulation or kink noted in the delivery system. The deformed occluder was never released from the delivery cable while inside the patient. It was noted that both the deformed occluder and replacement 30-25mm amplatzer talisman pfo occluder were intended to be implanted into the patient's patent foramen ovale. The patient remained hemodynamically stable throughout the procedure. There was no clinically significant delay in procedure and no adverse patient effects reported.

Manufacturer narrative:
An event of device deformation was reported. A returned device assessment could not be performed as the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.